Manufacturer narrative:
The device was not returned for analysis.

Event description:
A company representative reported that during a surgical procedure at a customer facility, one to two strings were coming off of the device. The device may have been agitated by the customer during use. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences.